Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the reprocessing steps deviated from the instructions for use (IFU). No physical damage was confirmed at the place where the foreign material remained. Based on the results of the investigation, olympus confirmed foreign material in the device, but the type of the material and root cause cannot be identified. A definitive root cause cannot be determined. This issue is addressed in the instructions for use (IFU): detection methods in chapter 3 preparation and inspection and preventives measure in the reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device. Corrected data: h4.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited crystals evident in the air/water channel. There was no patient involved.